Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump pulled from the primary bag normal saline instead of the secondary bag blood product during therapy. Therefore, the patient got too much fluid. Clamps were reported as clamped appropriately but the pump still pulled from normal saline bag. The blood product was supposed to be infused over four hours. The pump pulled approximately 300cc of normal saline from the primary bag, and only approximately 50-100ml of blood product infused over 3.55 hours. As the product was only able to hang over 4 hours, transfusion services were notified, and the user was unable to push rest of packed red blood cells (prbc) at a high rate as the patient was at fluid overload risk. There was no patient injury or medical intervention associated with this event. No additional information is available.